Manufacturer narrative:
(B)(4).

Event description:
Procedure type: turp. According to the rptr: the bag broke. Pieces were recovered from the pt cavity. No injury was reported. Operative time was not extended more than 30 minutes. The incision was not extended.